Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the middle cerebral artery, an EU 4.5x37mm stent 12 mm dw tip (enc453712, 6976990) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 30887536). The stent could not advance or withdraw; therefore, the physician retracted the microcatheter and stent and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. There was report of the mc being bent. An adequate flush was maintained through the devices. There was no damage to the coil or the delivery system due to the resistance. There were no procedural delays due to the event. The vessel was described as being torturous.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30887536 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00125. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.